Event description:
It was reported that this inflatable penile prosthesis (ipp) was not deflating as expected. The ipp was removed and replaced, while the existing reservoir was kept in the patient and a new one was added to the system. No patient complications were reported.